Manufacturer narrative:
MFR's report date: april 16, 2013. (B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
Customer reported a recent event of cracks/leaking of their syringe extension tubing where the female luer attaches to the syringe. There was no pt harm medical intervention. The customer stated that no further pt/event info is available.